Event description:
During priming of the device in preparation for a cardiopulmonary bypass procedure, the user reported the temperature module was not functioning as expected. The preparation continued and the user reported the surgical procedure was completed successfully. Since the event took place prior to the onset of the cardiopulmonary bypass, there were no adverse consequences to the patient as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not yet completed.